Event description:
During an incident on an unk date involving a female pt with breathing difficulty, this defibrillator was being used with monitoring electrodes, conmed brand, to monitor the pt and the unit was powered on and did not give prompts to attach electrodes (it is believed the reporter meant to say the unit powered off, but there is no mention of that after the first power-on). The second time the defibrillator was powered on, it powered off again between 1-2 minutes. After the 3rd power on, the defibrillator stayed on and they determined the pt had no ECG problem. The pt was transported to a hosp for shortness of breath in stable condition. The battery is not expired and was fully charged. Later, the customer said the device powered off approximately 2-4 seconds after the 10s print button was pressed. The 3rd power on was not affected when the 10s button was pressed and it worked fine. The pt's skin was reported to be warm and dry.